Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchofibervideoscope had no image and an incompatible scope error: e315. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing olympus was able confirm the reported image issue; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: " instructions: evis eus ultrasound bronchofibervideoscope olympus bf-uc290f operation manual important information ¿ please read before use warnings and cautions ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. " three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.